Event description:
It was reported that the pocket location of the implantable pulse generator (ipg) was revised due to infection. The ipg was moved to the left side, where the patient already had a pacemaker implanted. After the operation the patient felt stimulation in the belly area, and in (B)(6)-2011 the patient only felt stimulation on the left side to the left leg. While trying to program new settings the patient experienced a feeling of arrhythmia. The ipg was stopped. On (B)(6)-2011 another attempt at reprogramming was made. The patient could not feel paresthesia in the leg, and could only feel it on the side of the ribs. The patient again had a feeling of arrhythmia and could not feel his legs. The ipg was stopped again and the patient was told not to try stimulation. Device impedances were ok. Additional information received reported that the pacemaker was checked and found to have no problems. When the stimulator was turned on there was interference on a 50hz level. The patient appeared to have a normal sinus rhythm. The only artifacts were on surface egm and were likely caused by the neurostimulator together with the artifacts detector in the programmer egm. No heartbouncing or oversensing from the neurostimulator to the pacemaker could be verified. It was reported that there was no patient injury and the patient was still waiting for advice. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension model 7489-40 (B)(4). Analysis results were not available as of the date of this report. A supplemental report will be submitted when analysis is complete.

Event description:
Additional information received reported the neurostimulator and extension were replaced on (B)(6)-2012. It had previously been reported that the neurostimulator was explanted (B)(6)-2012. It was unclear which explant date was correct.

Event description:
Additional information received reported four electrodes were visible at level 9-10 from an image dated (B)(6)-2007. The tail of the lead plate seemed to be a little bit out from the spinal canal, but electrodes were inside. It was noted that "the revision of the lead was difficult" and an operation had not been scheduled.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found no anomaly. Analysis of the extension model 7489-40 (B)(4) found no significant anomaly. The extension body had been cut through, the product was segmented.

Event description:
Additional information received stated the catheter of the pacemaker ran directly over the surgical neurostimulator electrode. The extension of the pacemaker was "very close" to contacting the neurostimulator plate electrode. There was disturbance between the devices. Conflicting information stated the markers on the egm strip were good and the atrial egm was also good. Conflicting information also noted the neurostimulator did not interfere with the pacemaker. The neurostimulator was reprogrammed on (B)(6)-2011 and the patient was very happy with the device. The frequency had been causing the problem. At 90hz the patient felt "bad" but at 40 hz the feeling disappeared. In the beginning the patient had been programmed at 100hz, which was no longer useable. It was later reported that the patient was no longer "happy" and stated she will have the device explanted within one month. The explant was planned to for "week 7." The physician verified the arrhythmia from the patient's wrist during adjustments of the neurostimulator. The patient could not tolerate stimulation at all. According to a nurse, the stimulator was positioned far enough from the pacemaker despite being on the same side of the patient's body. It was noted the patient was very small.

Manufacturer narrative:
Extension model 7489-40, serial#, implanted: 2011-(B)(6) explanted: unknown, lead model, 3982a, serial# unknown, implanted: unknown, explanted: unknown.

Event description:
Additional information received reported the patient's neurostimulator was replaced. Patient outcome was not provided. It was noted that the connection between the lead and the newly connected extension was located close to the heart. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that implant of the neurostimulator and extension on (B)(6) 2011 went ok. It was also noted that on (B)(6) 2011 when there was a second attempt to reprogram the neurostimulator, it was not possible to get paresthesia in both legs and instead the patient again complained about feeling arrhythmias and that his ¿legs wiped away.¿

Manufacturer narrative:
The information about the infection was previously captured in this report number but upon further review, will now be captured in this manufacturing report # 3007566237-2014-01138. Any additional information will be sent under this report number. (B)(4).